Manufacturer narrative:
MDR 3003442380-2024-02361 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 17 apr 2024, it was reported that three infusion set cannulas were bent, she has been using pump for 2 months, and it started when she first started pumping by the end of feb 2024. The patient noticed the symptoms three or more hours after insertion in abdomen and infusion set was in use for less than 24 hrs for all three events. The high blood glucose levels were high and was treated with correction injection via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.